Event description:
It was reported that this implantable device was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
Product was returned. Patient code 3191 captures the reportable event of surgery. External visual inspection noted scratches and tool marks on the case. The seal plugs are intact. The set screws operate normally. The interrogated battery status is elective replacement time (ert). Ert was set after explant. Manual electrical measurements noted normal sensing and pacemaker functions. It was concluded that the device is operating normally.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable device was explanted due to unknown reasons. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.